Event description:
Approximately 2 hours into a hemodiafiltration treatment which included a polyflux 210 h, the dialysis machine alarmed 'air in venous line'. Treatment was discontinued. During the return of the blood to the patient from the extracorporeal circuit, the patient developed dyspnea, dry cough and facial edema. The patient was given hydrocortisone and was reported to have recovered.